Event description:
It was reported that on (B)(6) 2024, a 20mm amplatzer amulet was implanted without complications. On (B)(6) 2024, the patient was admitted with pericardial effusion. The patient was coiled and a plug as placed to solve the leak. The patient has fully recovered.

Manufacturer narrative:
An event of pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There were no complaints associated with any other devices from the lot. Based on the information received, the cause of the reported incident could not be conclusively determined. The reported hospitalization and surgical intervention were results of case specific circumstances, as the patient was admitted and the pericardial effusion was surgically treated. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 20mm amplatzer amulet was implanted without complications. On (B)(6) 2024, the patient was admitted with pericardial effusion. No intervention was performed as the effusion was small. The patient has fully recovered.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.